Event description:
A technician experienced burning with whitening to both thumbs while transporting processed items to the or after the load cycle had completed. Pt rinsed the contact sites under running water for 10 minutes and then put an antibiotic ointment over the areas. Pt did not seek medical attention, and reported pt's symptoms lasted less than 24 hours. The vaporizer plate was in place.